Manufacturer narrative:
Date of event - estimated as the date of the event is unknown.

Event description:
It was reported via social media that a perforation occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was attempted to be implanted. During the procedure, a perforation occurred. Open heart surgery was then performed to treat the perforation. The patient was admitted to the intensive care unit (ICU) for six days following this event.